Event description:
User reported the fitting on the water inlet came loose causing a large leak on the floor. No patient samples were involved. No injuries or adverse events were reported. The field service rep determined the inlet clamp came loose and adjusted the clamp. Performance tests were performed which were within specification.